Manufacturer narrative:
Device passed the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm or unexpected failed battery alarm anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was 285 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will be returned device for analysis.